Event description:
It was reported that the right ventricular (rv) lead has experienced rising thresholds. The lead remains in use, however, it will be replaced at the patient's next scheduled change out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).